Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00x12mm promus element¿ drug-eluting stent was deployed to treat the lesion. However, after post-dilation when coronary angiography was performed, it was noted that the stent shortened. A new stent was deployed to resolve the stent shortening and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 19705521 to 19130624. Device expiration date corrected from 03/05/2018 to 09/26/2017. Device manufactured date corrected from 09/20/2016 to 04/22/2016. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. The stent was not returned for analysis. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings appeared relaxed indicating that to positive pressure was applied. A visual and tactile examination found a hypotube kink 445 mm distal of end of strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the left anterior descending (lad) artery. A 4.00x12mm promus element¿ drug-eluting stent was deployed to treat the lesion. However, after post-dilation when coronary angiography was performed, it was noted that the stent shortened. A new stent was deployed to resolve the stent shortening and the procedure was completed. No patient complications were reported and the patient's status was stable.